Event description:
During primary insertion, the clavicle pin broke on lateral. Surgery time was extended.

Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination for the pin breaking. A previous investigation found a two-year complaint history search found a trend for the 2.5mm size. Product development, marketing, and surgeon input have determined that the 2.5mm pin needs to have a short version for small patients to help prevent breakages. Capawas initiated to address the corrective actions. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.